Event description:
Additional information regarding the event was submitted by the customer. The type of procedure performed was therapeutic. The intended procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. B5.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) biopsy procedure, the bronchofibervideoscope experienced a significant decrease in image clarity, adversely affecting the scope's operation and examination results. The procedure was performed following the patient's entry into the operating room and administration of anesthesia. No patient harm was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, so the reported failure of decrease in image clarity was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information supplied from the customer. Additional information: b5, d10 corrected data:: b3, d9.

Event description:
Additional information was supplied by the customer on march 16, 2026. The failure occurred during pre-operative setup (before the patient entered the operating room). The image darkness was also linked to the lifespan of the light source lamp bulb. (Clv-290sl/evis lucera elite xenon light source). The device will not be returned to olympus, as the hospital may use a third-party repair company instead.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. B5.

Event description:
Additional information pertaining to the event was submitted by the customer. The customer confirmed the following: there were no delays in the procedure; the event did not have an adverse effect on the patient; surgical treatment was successfully performed; and no patient death or infection was reported as a result of this event.